Manufacturer narrative:
The technician found the brake action weldment was worn and missing a nut and bolt. The technician replaced the brake activation weldment and the nut and bolt to repair the stretcher.

Event description:
Information received indicates the foot and brake pedal linkage is broken which is preventing the brake from setting at the foot end of the stretcher.